Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The device was replaced due a battery change out. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.